Event description:
It was observed that during the device evaluation, the subject device exhibited that the light guide rod lens had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide rod lens had foreign material. A root cause could not be identified. Based on the results of the investigation, it was not possible to determine a root for the event reported by customer as it was not confirmed and was not possible to determine a root cause for the event found during evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.